Event description:
The customer states that insulin pump is sometimes unresponsive and insulin pump is cracked. The customer's blood glucose level was unknown mg/dl. The customer was advised that the insulin pump is no longer water tight. The customer was advised that the insulin pump would be replaced. The customer was advised that replacement would need to be programmed .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.